Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, drawers were not detected on the communication bus the customer reported that the malfunction occurred when the user was trying to dispense medication to the patient. However, there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were not detected. A field service engineer (fse) launched the hardware test application (hta) and removed all the cubies from drawers main 2.1, 4.1, and auxiliary 3.1. Then powered off the station and all the three row board cables were reseated. Then all debris on trays on drawer 4.1 main was removed. On auxiliary drawer 3.1, on row b, the cubie ejector would not allow a cubie to stay in the position. So, the fse replaced this tray. Once complete, hardware was rebooted, firmware was updated. Application was launched and hardware successfully performed. The system functioned as intended after the field service engineer repaired the device.